Event description:
Pt presented with an enlarged lymph node of right axilla and pt previously had a biopsy of left groin on 5/4/97 with a questionable diagnosis of foreign body reaction but pathologist could not determine if this was silicone related. Pt also had a biopsy of left axilla on 11/19/97 with diagnosis of foreign body granulomatous reaction with amorphous refractile foreign material consistent with silicone. Pt decided to proceed with removal of silicone implants and replacment with saline. The left implant was ruptured, right implant intact.